Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed several transient elevations in pump power and flow, which were associated with pi events. A specific cause for these findings could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. In reference to pi, section 4 of the IFU, "system monitor', states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Sections 1 and 4 also state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, the patient handbook instructs all patients to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: a single decrease in pump speed, below the low speed limit, was captured on 02jul2023. This event did not result in any alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump history showed intermittent power and flow spikes. The patient denied any symptoms. The patient had a prior history of power and flow spikes as well as stenting of outflow graft obstruction. The log file captured on (B)(6) 2023 some un-sustained pump power and flow elevations. The pump power and flow on each event returned to baseline values.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. B5: relared MFR 2916596-2023-03871 and MFR 2916596-2023-03803.